Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device remains implanted, therefor, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The incomplete expansion of the enterprise stent can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. Per the information provided, there was no patient injury, however, an additional stent had to be deployed to address the incomplete expansion of the enterprise2 vascular reconstruction stent and preclude patient harm. Therefore, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an enterprise2 4mmx23mm no tip (encr402300/ 8484778) was used for an angioplasty procedure, during which, the user reported the enterprise stent did not fully expand as intended after deployment. The physician implanted another stent within the enterprise stent to complete the procedure. The event resulted in a 15-minute delay. The event was reported as such, ¿unable to open. It was reported that during procedure, stent was placed and released in target site. Physician observed that proximal markers of stent were converged which could not be opened, then released the second stent (other brand) in the first stent and completed the surgery. The procedure was prolonged about 15 minutes.¿ additional information was received on 29-jan-2024. Summary: per the additional information, the temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear to be damaged. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. The incomplete expansion of the stent did not result in stent migration or distal embolization. The blood flow was restricted. The 15-minute procedural delay was not considered to be clinically significant. The patient was a 36-year-old male.